Manufacturer narrative:
Investigation results: the complaint of a break or crack in the insyte autoguard device could not be confirmed from the 24 representative 20ga insyte autoguard bc units that was received from lot: 4261373. A visual observation and functional test revealed no damage or defects on the returned samples. The affected unit was not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Additional information: 3. Did any patient sustain an injury or require medical intervention as a result? 3. No patients sustained injuries.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autog bc pnk 20ga x 1.0in catheter was defective / damaged. The following information was provided by the initial reporter: rcc received a complaint via email. Plastic sheath, cracking and breaking item: 382533.